Event description:
It was reported that the patient stated that the self-test went off without them prompting it. After that event the display button wasn't working correctly. The system controller was replaced in the clinic (B)(6) 2025. The cs was started in ventricular assist device (vad) watch. The log files were reviewed and captured routine events with no notable alarm conditions or parameter changes. Based on the data visible in the log file the device was operating as intended electronically and mechanically. The log file did capture the silence alarm button being pressed without any active alarms on (B)(6) 2025 from 40:42:22 to 10:42:48. The driveline was disconnected at (B)(6) 2025 at 11:24:32.

Manufacturer narrative:
Section a - patient weight was unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of the system controller (serial number: (B)(6) having a self-test issue and the display button not functioning as intended was not able to be confirmed. The system controller was not returned for analysis. Data from the reported event date of 24apr2025 was reviewed in the submitted log files. The controller supported the system without issue in the data reviewed while the driveline was connected. The log file captured the silence alarm button being pressed six times in 26 seconds and a completed backup battery load test, which may be due to the reported self-test, but these events cannot be conclusively correlated to the reported event and do not necessarily indicate an issue. The driveline was disconnected at 11:28, consistent with the reported controller exchange. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported events was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Heartmate 3 lvas instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ addresses system controller self testing. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. D) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After further review of the log files, the driveline disconnect on (B)(6) 2025 was consistent with the reported system controller exchange.